Event description:
It was reported to philips that the system gave a remote alert indicating a short circuit had been detected in the generator converter, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified a remote alert that the short circuit in the generator converter. Upon troubleshooting actions, the fse inspected the system onsite and observed no errors. The system was operating with full functionality. The codes were updated based on the investigation outcome.